Event description:
During surgery, 2 different surgical instrument boss ''new tray of instruments gotten x3'' newly purchased sets. While performing 15 laminectomy turbo decompression case the surgeon was " leisuing bone it closed made a big click sound and did not operate properly. New set "# 3 to room" using curette it totally bent inside. No harm to patient. Reference report: mw5117081.